Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during post-operation interrogation, the right ventricular lead exhibited high impedance which was in range, and high threshold. A chest x-ray revealed micro-dislodgement. A second interrogation was performed later. The threshold remained elevated and impedance was in range. Following morning, interrogation showed stable impedance and same threshold reading. CT scan was revealed micro-perforation with the tip of the helix barely visible outside the myocardium. The physician decided to forgo replacing or repositioning the lead. The device was programmed accordingly. The patient was stable and would continue to be monitored.